Manufacturer narrative:
Follow-up 12/2/16: it was reported that the customer's health care provider is working with the customer to adjust their bolus ratios. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was leaking from the tubing when the customer disconnected from the pump and that cartridge errors occurred; however, the exact cartridge error was not provided. The customer reported a blood glucose (bg) level of 412 (mg/dl). Manual injections were delivered to address bg levels. The customer declined to complete troubleshooting with tandem technical support.